Manufacturer narrative:
Mentor became aware that the explantation date was mistakenly omitted from the summary in the initial report. Correction: "as a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with unspecified breast implants." Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 01/13/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous supplemental report. The patient replaced with 380cc mentor memorygel breast implants (catalog number shpx380, left-sided serial number (B)(4), right-sided serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/22/2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a crease was observed in the anterior view. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 275cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade iii on the left side, baker grade ii on the right side). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on and replaced with unspecified breast implants. This report is for the patient's right-sided device.